Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2408-56. Serial number: (B)(6). Batch/lot number: 7091475. Model/catalog description: avista MRI perc lead kit 56 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4319. Serial number: (B)(6). Batch/lot number: 38492991. Model/catalog description: clik x MRI anchor. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced lead migration. The leads were located in the thoracic region. No patient complications were reported. The patient was reported to be doing well postoperatively. The explanted devices were retained by the hospital and were not returned for analysis.